Manufacturer narrative:
Insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test at 0.08705 inches. No unexpected insulin flow blocked alarm noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced the hyperglycemia. Customer¿s blood glucose level was 441 mg/dl at the time of incident. The customer¿s other blood glucose level was 131 mg/dl. The customer did not experiences any symptoms related to the high blood glucose. The customer was neither in the emergency not admitted into the hospital as a result of high blood glucose. The troubleshooting was declined by the patient for the high blood glucose. The customer was treated with the insulin pump and the manual injection. The insulin pump will not be returned for analysis.